Event description:
A male underwent initial endovascular therapy in 2005. One main body, two iliac leg grafts, and one main body extension were placed. Then in 2008, the patient was admitted emergently because the contralateral limb had disconnected from the gate causing the aneurysm to fill and rupture. The physician placed another iliac leg graft as a bridge with successful results. Patient is fine.

Manufacturer narrative:
Each zenith device is shipped with instructions for use (IFU) listing the anatomical requirements, warnings, precautions, and the correct deployment procedure. The device remains implanted and no images were provided to assist in this investigation. An internal clinical review indicated the event was due to anatomical changes over time. However, we have notified the appropriate individuals and we will continue to monitor for similar events.